Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7080446/7080340.

Event description:
It was reported that patient had an infection at the ipg and midline incision site. Symptoms were redness and tenderness at the incision sites. The physician believed that the infection was not device and procedure related and the cause was unknown. The patient was placed an antibiotics. All components were explanted and will be returned.

Event description:
It was reported that patient had an infection at the ipg and midline incision site. Symptoms were redness and tenderness at the incision sites. The physician believed that the infection was not device and procedure related and the cause was unknown. The patient was placed an antibiotics. All components were explanted and will be returned.

Manufacturer narrative:
Sc-1160 (B)(6). The returned ipg was analyzed, device history record review and residual gas analysis found no anomalies. The allegation of patient had an infection at the ipg and midline incision site was not confirmed. However, infection is one of the potential risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation based on the IFU. Therefore, the conclusion code known inherent risk of device will be used.